Manufacturer narrative:
Sensor 3mh00c0dxam has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug assembly inspected. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported an unspecified high sensor reading, with the customer experiencing symptom described as dazed and then had seizure and loss of consciousness. The customer was treated with dextrose by partner. There was no report of death or permanent injury associated with this event.